Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the leadless pacemaker (lp) changed orientation after fixation. The lp was attempted to be retrieved by a retrieval catheter but was unsuccessful. The lp was successfully repositioned with a different catheter. There were no patient consequences reported.